Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged sore throat, running eyes, sinus issues, dizzy and nasal/throat irritation or soreness. There was no report of patient harm or injury. The device was returned, and the manufacturer confirmed particles in air path, found evidence of foam degradation during device evaluation.

Manufacturer narrative:
Additional information was received on september 19, 2023, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sore throat, running eyes, sinus issues, light headedness or dizziness and nasal irritation. Related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil was unable to address the compliant or symptoms. Pil found no evidence of found abatement foam degradation or breakdown. Internal investigation showed that there were no instances of contamination inside of the device. In box d: device serviced by 3rd party, device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, evaluation results code grid, component code grid and conclusion code grid has been updated.